Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the complaint that the unit was exhibiting a "high pressure" alarm; the unit performed according to our specifications upon receipt. When the rapid infuser detects a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "high pressure" alarm as reported by the user, the operator's manual also provides possible conditions and additional recommended operator actions. The manufacturing records for this serial number were reviewed and nothing notable was observed; the unit had not been returned to belmont for service since it was shipped to the customer in 2017. Upon following up with the user facility, it was reported that the patient was not connected to the rapid infuser at the time of the event. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The rapid infuser has been returned to belmont for evaluation. Evaluation of the unit is in process; a follow-up report will be submitted. When the rapid infuser detects a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "high pressure" alarm as reported by the user, the operator's manual also provides possible conditions and additional recommended operator actions. A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that the rapid infuser was exhibiting a "high pressure" alarm during use.